Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pump module alarmed stating not for human use and went into maintenance mode and all drips had stopped infusing. The patient was on an epinephrine and milrinone drips, and also that had albumin infusing. There was patient involvement, but the outcome is unknown.